Event description:
The device power supply was found to have scorch marks on ribbon cable. The device was unrepairable. Although there was no patient harm or injury, this event is reportable due to a potential to cause or contribute to a serious injury. A report will be filed with all applicable regulatory agencies.

Manufacturer narrative:
The event problem in the b5 was updated to: the device was found to have scorch marks on the ribbon cable. The device was unrepairable. Although there was no patient harm or injury, this event is reportable due to a potential to cause or contribute to a serious injury. A report will be filed with all applicable regulatory agencies. The device problem code grid problem code l2, l3, and the device problem FDA c-code were updated.

Event description:
The device was found to have scorch marks on the ribbon cable. The device was unrepairable. Although there was no patient harm or injury, this event is reportable due to a potential to cause or contribute to a serious injury. A report will be filed with all applicable regulatory agencies.